Event description:
During an orif of the distal radius, surgeon inserted k wire and then inserted screw and the k wire snapped in half. Surgeon had to make an additional incision in order to retrieve the wire fragment from the pt. Wire is being kept by the hospital and will not be sent to synthes.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.